Event description:
Procedure: according to the reporter: on two separate occasions the suture popped off the needle. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 mins. No device fragment fell in the pt cavity. No device fragment was left in the pt.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).